Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: in the pci procedure, the thrombus was at around proximal middle of lad, 6f, 3.0 guiding catheter, guide wire and 6fpronto lp were used to remove the thrombus. After the thrombus was extracted, on the device preparing table, the user just detached the syringe from the catheter and found the catheter shaft and y-adapter hub were separated. The pci procedure went fine and there was no impact to the patient.additional information on 19jun2022: the device was completely out of the patient's vessel when the separation occurred. It was on the table that the user was about to filter the blood and thrombus.

Manufacturer narrative:
One-unit of pronto lp was returned for evaluation. Minor blood particulates were noted. Shaft was noted to have multiple kinks on the proximal section. Hub separation was confirmed. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent a pci procedure for thrombus removal of the proximal lad vessel. The y connector hub separated from the shaft when the user detached the syringe. Additional information was requested. A response was received. The device was completely out of the patient when the separation occurred. The user was able to completely the case prior to this event. No issues noted while prepping the catheter for use before starting the procedure.